Event description:
The lay user/patient contacted lifescan alleging that the font size in the display was too small. The product display issue was unresolved with troubleshooting. There were no allegations of harm or injury. A back up meter was shipped to the patient.